Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this device's predicted longevity was 72 months and this device was implanted for 67.4 months. This device was explanted and a new device was implanted. To date, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at boston scientific crm reliability assurance laboratory, the device was thoroughly inspected and analyzed. The device never triggered the replacement indicator. Normal interrogation was observed on the zoom programmer. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing and sensing functions of the device. The device performed normally throughout all tests.